Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during return goods inspection a 3.0 x 12 mm nc trek balloon dilatation catheter (bdc), was returned with an unsealed pouch. The device was not used; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The pouch was returned without a manufacturing seal thus confirming the reported issue. There were no other abnormalities noted to the pouch. A review of the lot history record (lhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Based on the related records review for this lot and an expanded records review, this appears to be related to human error. The performance of these devices will continue to be monitored.